Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the wave height value was not able to be measured on the reported lead. The lead was replaced with another one. The procedure was completed without further issue. No patient consequences reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.